Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave readings that were inaccurate by up to 40 points. She stated that she had a blood glucose of 56 mg/dl over night. Customer declined troubleshooting. Nothing further was reported.